Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4. A triclip steerable guide catheter (tsgc) (41007r1014) and a triclip xtw (40917r1098) were prepared per the instructions for use (IFU) and the tsgc was placed in the right atrium (ra). The triclip xtw was then inserted. However, air was observed in the hemostasis valve. The clip was removed under aspiration. The three-way stop cock was then replaced and the tsgc clip introducer was flushed. The clip was then reinserted. However, air was observed in the hemostasis valve again. The clip was removed under aspiration. The tsgc was then removed and replaced. A new tsgc was then prepared per the instructions for use (IFU) and the tsgc was placed in the ra. The clip was inserted. However, air was observed in the hemostasis valve. Aspiration was performed, and the clip was removed and replaced. Two triclips were then deployed on the tricuspid valve without issues, reducing tr to trace. The procedure ended successfully. It was noted that patient was reported to be stable. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported leak could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.